Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 - completed telephone no. (B)(6).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) screen was not displaying correctly. It was stated previously had a problem with the screen when starting up the balloon pump. When turned it on monday morning the screen was not displaying correctly. After about 15 mins this resolved. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6), event site telephone: (B)(6)) it was reported that cs300 intra-aortic balloon pump (iabp) with screen was not displaying correctly. Customer found had a problem with the screen when starting up the balloon pump. When we turned it on monday morning the screen was not displaying correctly. After about 15 mins this resolved. No patient involvement. A getinge field service engineer (fse) stated the hospital have not accepted our quote. No update to give as no engineer has attended hospital. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : repair service not done.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).